Event description:
Rep reported high impedance, ipg won't charge per patient. Replaced leads. Patient also noted that she has been unable to charge her 97715 battery since (B)(6) 2025. Device was depleted prior to surgery so the rep was unable to interrogate. Because device was implanted in 2018, physician had already decided to replace this device in an effort to prevent patient having another surgery in two years. Patient received new device. Both explanted devices were returned for analysis.

Manufacturer narrative:
B5 and h6 updated to reflect the complete additional information. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the implantable neurostimulator 97715 intellis adaptivestim pain experienced high impedance issues on electrodes 10, 11, 13, and 12, with values over 40,000. The patient experienced all right-sided pain, and stimulation was only felt on the left side when using the one functional lead. The right lead had impedances, and the clinical specialist was unable to program using the available contacts considering the patient's pain profile. Troubleshooting was performed, where the clinical specialist attempted to program stimulation while avoiding high impedance electrodes. The issue is ongoing. No patientcomplications have been reported as a result of this event. The manufacturer representative (rep) indicated they would send any further information as they become aware.

Manufacturer narrative:
H3: product ID 97715 serial# (B)(6) was returned for product analysis. Analysis found no significant anomalies. H3: product ID 977a260 serial# (B)(6) was returned for product analysis. Analysis found the stimulator lead body conductor was broken. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID 97791 lot# serial# unknown implanted: explanted: product type accessory product ID 977a260 lot# serial# (B)(6); implanted: (B)(6) 2020. Explanted: product type lead product ID 977a260 lot# serial# (B)(6); implanted: (B)(6) 2020. Explanted: product type lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Rep reported high impedance, ipg won't charge per patient. Devices were (explanted) returned to the manufacturer.